Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd and other clinical observations coded to the CAPA.

Event description:
It was reported that, during routine follow up, this pacemaker was found to be in safety mode. Subsequently, this pacemaker was explanted and replaced by a non boston scientific device. No additional adverse patient effects were reported. This device was received for analysis and is pending the investigation conclusion. Once the investigation is completed, this record will be updated with results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of reversion to safety mode operation.

Event description:
It was reported that, during routine follow up, this pacemaker was found to be in safety mode. Subsequently, this pacemaker was explanted and replaced by a non boston scientific device. No additional adverse patient effects were reported.

Event description:
It was reported that, during routine follow up, this pacemaker was found to be in safety mode. Subsequently, this pacemaker was explanted and replaced by a non boston scientific device. No additional adverse patient effects were reported.